Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, there was no spring tension on the flow sensor latch in order to close. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The field service rep (fsr) ordered a replacement part for this system.